Event description:
Surgeon reported that a pt experienced loss of vision one week postoperatively. During a cataract surgery, part of the crystalline remained inside the eye and as a consequence, a vitrectomy ws performed. According to the surgeon, the optic nerve was damaged due to pressure increase. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).